Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty interconnect cable and lemo receptacle. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the image go blank. No image display.